Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve kit. It was reported that on (B)(6) 2025, in the operating room, the doctor discovered a leak in the lumbar catheter during a lumbar-sacral peritoneal surgery. The device was replaced with a spare product allowing the surgery to be successfully completed. The patient's status at the time of the report was alive-no injury.